Manufacturer narrative:
Initial and final MDR 1942223- MDR 8021545-2024- 03305- device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced cannula issues with two infusion sets. The cannulas were crimped. The event occurred on (B)(6) 2024 and (B)(6) 2024. Patient noticed symptoms within 3 or more hours of insertion. The insertion of site was the abdomen. Patient regularly rotated site location. Blood glucose level was between 70-180 mg/dl at the time of the event. Patient replaced infusion set and resumed insulin successfully. No further information was available.